Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced hypoglycemia. Customer's blood glucose value was 2 mmol/l. Customer also stated that they experienced hyperglycemia of value of 11.9 mmol/l. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The device will not be returned for analysis.